Event description:
Brush head is loose in mouth...none of the brush heads stay securely attached - oral-b [device connection issue] case narrative: adult male consumer via phone stated that the oral-b toothbrush head was loose in his mouth when brushing with the oral-b genius x toothbrush, and none of the oral-b toothbrush heads stayed securely attached anymore. No injury was reported. 31-jul-2023 case update: the suspect product lot was bh12930335. No injury was reported.

Manufacturer narrative:
14-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head is loose in mouth...none of the brush heads stay securely attached - oral-b [device connection issue]. Case narrative: adult male consumer via phone stated that the oral-b toothbrush head was loose in his mouth when brushing with the oral-b genius x toothbrush, and none of the oral-b toothbrush heads stayed securely attached anymore. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.